Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the power light started flashing when the monitor was plugged in. The patient stated that after the monitor was connected the first green light came on and then the monitor power light started flashing and the monitor started to smell. The patient is returning the monitor and an order was placed for a new monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the monitor was unable to power up. After rework was performed on an integrated circuit the unit was able to power up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.